Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp1946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the inserting clinician that "a midline tied in a knot in the patient's arm". She states she does not believe the knot to be related to the midline, that it was "just an odd occurrence" and that all other insertions have gone perfectly with no post procedural complications. She also states the patient has a large basilica vein that was "very easy". She went to flush the line at the end of the procedure and it wouldn't flush. She states she re-wired the catheter because she though it might be kinked, causing the occlusion. The wire reportedly would not advance past a point in the catheter so she removed the line with minor resistance and discovered the knot. She reports the removal of the line "must have tightened the loosed knot". The clinician states she is "confident that at no point did [her] practice differ from how [she was taught]" so she is "happy to continue with [catheter] replacement". There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter knot is confirmed and appears to have occurred during use of the product. One 3 fr s/l powermidline catheter was returned for investigation. Use residue was observed. A knot in the catheter was observed near the 10 cm depth marker. The catheter circumference appeared to reduce in size proximal to the knot which is indicative of a necking caused by tensile forces. It is unknown what conditions caused the catheter to knot but possible contributing factors include repeated advancement and retraction against resistance. As the knot was observed and evidence of tensile forces contributing to the tightening of the knot were present, the complaint is confirmed and appears to be use related. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recp1946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the inserting clinician that "a midline tied in a knot in the patient's arm. She states she does not believe the knot to be related to the midline, that it was "just an odd occurrence" and that all other insertions have gone perfectly with no post procedural complications. She also states the patient has a large basilica vein that was "very easy". She went to flush the line at the end of the procedure and it wouldn't flush. She states she re-wired the catheter because she though it might be kinked, causing the occlusion. The wire reportedly would not advance past a point in the catheter so she removed the line with minor resistance and discovered the knot. She reports the removal of the line "must have tightened the loosed knot". The clinician states she is "confident that at no point did [her] practice differ from how [she was taught]" so she is "happy to continue with [catheter] replacement"." There was no reported patient injury.